Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Heavy periods for more than two years / but one month ago I started having very heavy bleeding that persists despite taking 6 exacyl tablets a day. [Heavy menstrual bleeding]. Heavy periods for more than two years accompanied by fatigue and headaches [headache]. Heavy periods for more than two years accompanied by fatigue and headaches [fatigue]. Immense iron deficiency/ [iron deficiency]. Low haemoglobin level [haemoglobin decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 52 year-old female patient who had essure inserted (lot no. 802741) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2024, 4966 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy periods for more than two years / but one month ago I started having very heavy bleeding that persists despite taking 6 exacyl tablets a day."), headache ("heavy periods for more than two years accompanied by fatigue and headaches"), fatigue ("heavy periods for more than two years accompanied by fatigue and headaches") and iron deficiency ("immense iron deficiency/ ") and was found to have haemoglobin decreased ("low haemoglobin level"). The patient was treated with exacyl (tranexamic acid). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, fatigue, pelvic pain, iron deficiency or haemoglobin decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy periods for more than two years / but one month ago I started having very heavy bleeding that persists despite taking 6 exacyl tablets a day. [Heavy menstrual bleeding] pelvic pain [pelvic pain female] heavy periods for more than two years accompanied by fatigue and headaches [headache] heavy periods for more than two years accompanied by fatigue and headaches [fatigue] immense iron deficiency/ [iron deficiency] low haemoglobin level [haemoglobin decreased]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-oct-2024. The most recent information was received on 31-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 52 year-old female patient who had essure inserted (lot no. 802741) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2024, 4966 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), headache ("heavy periods for more than two years accompanied by fatigue and headaches"), fatigue ("heavy periods for more than two years accompanied by fatigue and headaches") and iron deficiency ("immense iron deficiency/") and was found to have haemoglobin decreased ("low haemoglobin level"). On unknown date she experienced heavy menstrual bleeding ("heavy periods for more than two years / but one month ago I started having very heavy bleeding that persists despite taking 6 exacyl tablets a day."). The patient was treated with exacyl (tranexamic acid). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, fatigue, pelvic pain, iron deficiency or haemoglobin decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kg. Lot number: 802741 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.